Event description:
The pt underwent a surgery in which monopolar diathermy was used on his right shoulder with the diathermy plate attached to his left thigh. After surgery, the pt experienced a return of pain symptoms and had no stimulation sensation. The device was unresponsive to the pt programmer. Upon interrogation with the clinician programmer, a statement was displayed saying that the device malfunctioned and needed to be reset. The serial number was entered and the device reprogrammed, resulting in some stimulation for the pt, however, the device continued to display the reset message and would not hold the programs. The outcome is unk. Further info is being requested at this time.